Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the stapler would not open after the first firing. A new device was opened to complete the case. There was no consequence to the pt.